Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was no longer receiving effective stimulation and was also experiencing positional stimulation after experiencing a "twist" and a fall. An sjm representative was initially able to resolve the issues with reprogramming and patient education; however, the issue recurred. As a result, the patient was implanted with a drg system on (B)(6) 2016 which resolved the issue. The scs system remains implanted.